Manufacturer narrative:
A steris service technician spoke with user facility biomed personnel who tested the console and could not duplicate the reported event. The unit was found to be operating properly; no repairs were required. User facility personnel should not have used an alternative suction source to complete the procedure; the console is designed with a controller and software to manage the suction. The trufreeze spray cryotherapy system operator manual states, "warning: no modification of this equipment is allowed. Personal injury and/or equipment damage hazard. The instructions provided in this manual must be followed, otherwise, compromised safety, equipment malfunction, injury to the user and/or patient, or costly damage to the console and/or other equipment may occur." Additionally, the operator manual states, "if console is not behaving as expected, power cycle the console. If problem persists, contact steris customer service at 1-800-769-8226 or your local steris endoscopy product specialist." Steris offered in-service training on the proper use and operation of the trufreeze system; however, the user facility declined. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure their trufreeze console's suction was not working. Contrary to the instructions for use, the user disconnected the suction tubing from the console and connected the tubing to an alternate suction source to complete the procedure. The procedure was completed successfully. No report of injury or procedure delay.